Event description:
It was alleged that a pt became disconnected from an af531 full face mask while the pt was using a bi-level positive airway pressure (bipap) device and 40% supplemental oxygen, causing the pt to desaturate. There was no report of serious or permanent injury, and no medical intervention was required. The mask was discarded by the reporting facility and is not available for evaluation.

Manufacturer narrative:
The MFR is unable to confirm the allegation because no product is available for investigation. Based on the info available, the manufacturer concludes no further action is necessary.